Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsb35 the surgeon fired the stapler over tissue and the anvil at the end of the stapler became loose and the stapler formed severely deformed staples. The surgeon removed the device and stopped any bleeding with clips and elctrocautery. A ussc endo gia device was used to complete the case. There was no consequence to the pt.